Event description:
The facility states that the lens was damaged during manipulation through the lens delivery system and part of the damaged lens was implanted. The lens was removed without patient injury. It is unknow if there was a product malfunction.